Event description:
Customer reported a malfunction with their pump, as the screen would not turn on and the pump displayed a malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer service instructed the customer to attempt restarting the pump and subsequently provided a replacement pump after confirming the issue, advising the customer to use an alternative insulin delivery method in the meantime and guiding them on the return process for the defective pump.